Event description:
It was reported that the device had occlusion- patient side issues. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported occlusion alarm during the patient side occlusion test on the lvp was not definitively identified during the customer call. However, after following the technical support recommended to ran the test and pumps passed pm/test. The recommendation was to provide some training on how to deal with occlusion alarms. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.